Event description:
On (B)(6) 2025, the user¿s endocrinologist recommended a factory reset of the ilet to switch from u100 to u200 insulin due to insulin resistance and frequent insulin changes. The agent guided the user through setup with dexcom g7 continuous glucose monitoring (cgm). The highest blood glucose (bg) recorded was 257 mg/dl, which was corrected by the ilet algorithm. At follow-up, blood glucose (bg) was 166 mg/dl. Blood glucose (bg) was corrected by the ilet. No symptoms during the event, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.